Event description:
Account alleged that the bed is not sending a signal to the nurse's station when the ppm alarms at the bed. Account stated that there were no injuries and a pt was not in the bed.

Manufacturer narrative:
Repair has not been completed at this time.